Manufacturer narrative:
Marks and damage to the implant suggest force beyond the implant material limits was used. However since the exact details of the surgery are not known, no conclusions can be drawn for the root cause of the difficulty loading the implant on the inserter or to the source of the broken implant. Since there were no indications of manufacturing, product, or system discrepancies or deficiencies, the need for further action is not indicated. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that during surgery while attempting to implant the ardis implant fractured from the distal portion of the implant to the proximal end. The fractured implant was removed from the pt with no pieces left behind. Another implant of the same was used to complete the case. There was no pt impact and the delay to the case was approximately 5 minutes.